Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the suture of the third prostyle device was accidentally removed. The fourth prostyle device had a cuff miss. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four perclose prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment of the prostyle, the physician pulled on the suture limb to remove any slack and accidentally removed the suture. A second prostyle was attempted but the same occurred. A third prostyle was attempted but a cuff miss occurred. Two other prostyle devices were attempted, but the suture was accidentally removed again. Per the physician, the vessel tissue was very porous and did not allow for the sutures to stay in the vessel wall, additionally, there wasnt any recognizable tissue/vessel damage due to removing the sutures. Hemostasis was achieved via cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.